Event description:
A customer called beckman coulter regarding a discrepant urine test results. When a pt sample was tested with the icon 25 hcg test kit the results of the test was negative (-). The customer claims the pt was several weeks pregnant, but was unable to provide any data regarding any quantitative results. There has been no change to pt treatment that can be attributed to this event.